Manufacturer narrative:
No rewind anomaly noted. Device received with all operating currents within specification and passed rewind test, self-test, a21 error test and displacement test. No unexpected time/clock anomaly, low battery, weak battery, battery out limit or failed battery test alarms noted during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify prime/fill anomaly due to completely broken reservoir tube lip device had missing reservoir tube o-ring, scratched case, cracked battery tube threads. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir ring are comes off. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had scratches all over it and has lost time and needs to be reset. Customer also stated that the insulin pump gets stuck during priming and battery area has stripped. The insulin pump will not be returned for analysis.